Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at a rate of 30ml/hr and 45.2ml (dl: fentnyl). The test results were within specifications. The pump's operational log was reviewed and there were no indication that the pump malfunctioned. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: pump over infusion medication to the patient. No error codes or alarms noted. No drug library history upload. Customer reported that on (B)(6) 2016 at 2235 rn called for help, for patient was de-satting ( desaturation) below 70 percent, patient could not follow commands , not responsive to verbal or pain stimuli. At time the patient was found unresponsive, nurse turned off IV pump to have emergency team and respiratory assess patient and attempt arousal. During assessment about 25-27 minutes into medical intervention, it was found that the patient was still receiving fentanyl IV, even though the pump was off. The medication was dripping in drip chamber still infusing. Undetermined if roller clamp closed. Unknown what IV set was used. Minutes before patient was found unresponsive, nurse hung a new bag of fentanyl. Went into room to check on patient after starting IV to learn patient was unresponsive. Patient had received 150ml of fentanyl in a 25 minute period. Medical intervention was narcan to reverse fentanyl affects, patient was put on bipap and became responsive. Patient was not intubated. Stabilized and remains admitted at hospital. Patient a female, (B)(6), was admitted on (B)(6) 2016 to have an elective surgery done, while having procedure done, patient coded on the table, patient was intubated and became stabilized. Patient was admitted for treatment of chronic back pain. Fentanyl drip was ordered for patient pain control management. Patient remains stable at this time. No medwatch was completed.